Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cable and the sata cable were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's cine was distorted during playback. No pt injury was reported.